Manufacturer narrative:
Visual inspection;device history review; complaint history review; risk assessment. The device was inspected and it was found that one of the handle tension bars had fractured off. No relevant manufacturing issues were identified as all units met stryker specifications. The device was manufactured in 2007, making it 9 years old at the time of the event. The most likely root cause is wear due to the device's extended use.

Event description:
It was reported that; distractor mechanism was being used to distract the disc space during discectomy portion of fusion, when the handle spring broke. It did not affect the surgery or delay, and we finished successfully. Product has been used hundreds if not thousands of times.

Event description:
It was reported that; distractor mechanism was being used to distract the disc space during discectomy portion of fusion, when the handle spring broke. It did not affect the surgery or delay, and we finished successfully. Product has been used hundreds if not thousands of times.